Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to suspected pocket site infection. The right atrial (ra) lead was also surgically abandoned at the same surgical intervention, and the implantable pacemaker device was explanted. Additional information received indicates that the ra and rv leads were both explanted in a posterior surgical intervention. There is no evidence that indicates this device system was replaced. No additional adverse patient effects were reported.